Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer changed the infusion set and insulin pump alarmed compromised force sensor system while priming. Customer's blood glucose was 298 mg/dl. Customer stated the insulin squirted out during manual primed. Troubleshooting was done. Customer stated the drive support cap was protruded. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No unexpected alarms noted. The pump passed the displacement, rewind and basic occlusion tests. Unable to prime during the prime test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.